Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2158-70 serial #:(B)(4) description: linear lead with enhanced stylet, 70cm model #: sc-4316 lot #: 17794689 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filled.

Event description:
A report was received that the patient had infection at the pocket site. Symptom was swelling. Antibiotics were prescribed. The patient underwent an explant. The physician did not believe that the infection was device related. No device malfunction was suspected.